Event description:
It was reported that the insulin pump alarmed button error and had buttons that were not working properly. The blood glucose reading was 120 mg/dl. The customer stated that the insulin pump had been on the counter while he was showering, which led to the insulin pump's exposure to moisture or humidity in the room. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.